Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the act button on the insulin pump had to be pressed and hold very hard to be able to prime. Blood glucose value was 121 mg/dl. Customer was advised the insulin pump could be replaced. Customer stated she would keep using it and call back if issue continues.